Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the tip of the altis introducer broke off, so the doctor had to open another altis kit. They could not locate the small metal tip that broke off and x-rayed the patient. They think the tip may have fallen on the floor or into the bloody collection bag (this was not confirmed). It appears the doctor broke off the tip when he tried forcing the tip into the descending pubic ramus. Patient seemed fine but was under general anesthesia at the time. A second device was opened and implanted successfully.